Event description:
Post op right failure of glenoid component and bone graft requiring revision.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.